Event description:
Reportedly, the screen froze during implant (4 times in 3 days) they used a different tablet to finish the operation each time and removed the battery to restart the tablet.

Manufacturer narrative:
The investigation led to the following observations: - the pop-ups and/or programming menus and/or dropdown list are not visible by the user. Indeed, they are present but displayed behind the main screen. Therefore, the user is not able to choose/click on the appropriate answer/parameter and this explains the reported freeze during the programmer session. - this issue has been reproduced by the r&d team. - the most likely hypothesis is a programmer software issue, and it is corrected with the next smartview version 3.18. The complaint is recorded for trending purposes